Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2008, the plaintiff was implanted with an ams monarc subfascial hammock to treat stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff suffered "severe and permanent bodily injuries and significant mental and physical pain and suffering. The plaintiff's attorney also alleged that the plaintiff "suffers from incontinence, pain during intercourse, chronic vaginal infections, vaginal pain, vaginal discharge, odor, feeling of pressure or fullness on the bladder, lower back pain and constipation." The plaintiff's attorney further alleged that the plaintiff suffered "infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.